Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation was not/is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic jejunal tube. On (B)(6) 2019 it was reported the patient was hospitalized on (B)(6) 2019 with suspicion of pneumonia. The patient was admitted from the nursing home due to decline in his general condition. Due to patient¿s condition and the difficulty of swallowing, rocephin and flagyl treatment was initiated with an impression of pneumonia with aspiration in the background. On (B)(6) 2019 the patient died. The physician reported that he does not think that the patient's death was related to duodopa treatment. He was a patient with advanced parkinson's disease and dementia, who had passed away due to the most common complication of this stage of the disease - aspiration.